Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.2 mmol/l. The customer was treated with food and sugar for low blood glucose. The insulin pump passed self test. The reservoir will not be returned for analysis.